Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon further inspection it was noted the broken spacer on the housing, foot switch socket is deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the power supply socket is damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damaged power supply inlet socket was confirmed. However, the definitive root cause of the damage could not be determined. Olympus will continue to monitor field performance for this device.